Event description:
It was reported that an ilet device¿s touchscreen cracked after it struck a car door when the user removed a seatbelt, rendering the screen unusable and the pump inoperable. Symptoms included no injury and no adverse glycemic effects. Outcomes included the user transitioning to backup therapy while awaiting a replacement. Investigation included troubleshooting and user education, confirmation that data were synced before shutdown, and arrangements for return of the damaged unit. Investigation of this case revealed physical damage to the display assembly consistent with external impact, leading to loss of usability without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.